Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 12 units of insulin during the load sequence. The customer added more insulin to the cartridge but the issue persisted. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.